Manufacturer narrative:
Reported event an event regarding disassociation and abnormal ion level involving an accolade stem was reported. The event of disassociation was confirmed via clinician review while the event of abnormal ion level was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. These photographs show an explanted stem with deformity of the trunnion and neck. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total hip stem at about 5 years after implantation due to trunnion failure and elevated ion levels. I can confirm that this event took place since I was able to view the explanted stem. I cannot confirm elevated ion levels without laboratory studies. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion failure are multifactorial including surgical technique factors, patient factors and possibly implant factors. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: head disassociation

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.